Manufacturer narrative:
Gtin for model 2426-0007, lot 17017383 is (B)(4). Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that there was a tubing leak during an infusion of IV fluids. There is no report of patient harm.

Manufacturer narrative:
Correction: omit "foreign" from section on initial report.